Event description:
It was reported they wanted to use the chemoport for an itb-trial. Before the physician injected a dose of lioresal, he wanted to monitor the system by aspirating cerebrospinal fluid. The physician could not aspirate, so he did not try to inject some lioresal. A surgical revision was performed. A new chemoport and a new spinal segment of the catheter were implanted. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID: 4000m, lot# 21281098, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: (B)(4).

Manufacturer narrative:
(B)(4).